Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device code - unknown. Expiration date - unknown. Explant date - (B)(6) 2009; (B)(6) 2015. PMA/510(k) number. Manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 11, states, "wear and/or deformation of articulating surfaces." Number 14 states, "postoperative bone fracture and pain."

Event description:
It was reported that the clinical patient underwent initial bilateral total hip arthroplasties on (B)(6) 1995. Subsequently, the patient's left hip was revised on (B)(6) 2009 due to poly wear and synovitis. Operative report noted well-fixed stem and cup during the procedure. The liner and modular head were removed and replaced. The patient's right hip was revised on (B)(6) 2015 due to poly wear, osteolysis, and synovitis. Operative report noted the stem to be well-fixed. The liner and modular head were removed and replaced.